Event description:
During the device evaluation, the colonovideoscope was found to have a sticky electrical connector, a corroded light-guide lens, and a foreign object in the c-cover. No patients were involved.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.